Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed the tube had a kink. Customer's reported issue was not duplicated. Production personnel performs an inspection before coiled three lumen-tube, no discrepancies were found. A review of the final inspection in order to verify it is inspected the tube for kink condition. No discrepancies found. A review of the packaging process was performed to confirm that no objects are places in the three-lumen tube that could create the kink, no discrepancies were found. The root cause of the reported issue was not determined. It is unlikely that the kink was caused in the manufacturing process; the most probable cause is that the kink was caused after the product left facilities. Taken to mitigate the reported issue: no corrective actions were implemented in the manufacturing process since it is unlikely that the kink was caused during the manufacturing process.

Event description:
It was reported that during a pre-use check, the customer found a dent in the middle of the tube. No patient injury reported.